Event description:
It was reported that post paced t-wave oversensing on non-sustained rv oversensing episodes was noted via a merlin@home remote transmission. The transmission was reviewed, and programming changes were discussed. No intervention or patient symptoms were reported.